Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4).same case as MFR report #: 2134265-2013-02640, 2134265-2013-02641.same patient as MFR report #: 2134265-2008-02867.it was reported that post a coronary artery drug eluting stenting treatment procedure, restenosis occurred.the patient presented for treatment in (B)(6) 2008. The target lesion was a de novo, 3.5x60mm, 99% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of predilation using a 2.5x20mm balloon at 10atm and placement of 3.0x32mm and 3.5x32mm taxus express2 drug eluting stents deployed at 16atm. During placement of the 3.0x32mm taxus express2 drug eluting stent a dissection occurred. A 2.75x16mm liberte bare metal stent was used to treat and resolve the dissection. Post placement ivus (intravascular ultrasound was performed and confirmed that the stents were well positioned and well apposed with 0% residual stenosis. The patient was discharged one day post procedure on bayaspirin and panaldine. In august 2012 the patient returned with restenosis. The patient had no ischemic symptoms. A 75% restenois of the proximal rca measuring 3.5x24mm was treated with a non-bsc stent and balloon angioplasty resulting in 0% residual stenosis. At the five year follow up in february 2013 the patient did not have angina symptoms.